Event description:
It was reported that the device was unable to communicate with rf telemetry during an in clinic follow-up. Abbott technical support was contacted and the telemetry was restored to resolve the event. The patient was in stable condition.